Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 497 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer required assistance administering a correction bolus via the pump as well as a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.